Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter¿s technical service center to report a system error 2240 on the homechoice (hc) during use, patient connected in initial drain. During troubleshooting, there was nothing unusual noted about the supplies. The baxter technical service representative (tsr) advised the caregiver (cg) air had entered setup. The tsr advised the cg to end therapy and they would need to start over with new supplies. The tsr had the cg close clamps, close transfer set and recycle power to press go to start. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.